Event description:
A precision readings issue was reported with the adc sensor. Customer reported receiving erratic readings and decided to call emergency services. The customer self-treated with insulin and after emergency services arrived an EKG was done. The customer stated they received third-party medical treatment, but declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A precision readings issue was reported with the adc sensor. Customer reported receiving erratic readings and decided to call emergency services. The customer self-treated with insulin and after emergency services arrived an EKG was done. The customer stated they received third-party medical treatment, but declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs (device history review) for the freestyle strips was reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.